Manufacturer narrative:
(B)(4): the customer reported that it does not print and when they try printing it makes a crackling noise. There was no reported adverse pt impact. The complaint is still under investigation. A f/u report will be submitted once the investigation is complete.

Event description:
The customer reported that it does not print and when they try printing it makes a cracking noise. There was no reported adverse pt impact.